Event description:
It was reported that during the transurethral needle ablation of the prostate procedure the handpiece felt "sticky." The needles would not fully retract before removal from the patient.

Manufacturer narrative:
(B)(4). Final device analysis was not available at the time of this report. A follow-up medwatch report will be sent when the analysis is complete and/or when additional information is received from the hcp. The device is included in the medical device safety alert, prostiva rf model 8929 hand piece needle retraction failure (august 2008).